Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior repair, cystoscopy, and attempted cell saver.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was further reported that patient underwent removal of exposed suture and granulation tissue on (B)(6) 2005 due to pelvic pain and vaginal bleeding. The patient underwent revision of vaginal mucosa with granulation tissue on (B)(6) 2006 due to vaginal bleeding, infected mesh and granulation tissue. No additional information was provided. (B)(4).